Event description:
It was reported that the patient presented with acute cardiogenic shock, acute kidney injury (aki), and elevated liver function tests (lft). The patient passed away due to multisystem organ failure (msof). The outcome was due to failure to thrive and right ventricular (rv) dysfunction. The rv dysfunction was pre-existing to implant. A device/therapy issue did not cause or contribute to the msof.

Manufacturer narrative:
H6- 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the patient¿s outcome could not be conclusively established through this evaluation. It was communicated that an autopsy was not performed, and the device was not explanted for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including multiple types of organ failure/dysfunction (renal dysfunction, hepatic dysfunction, and right heart failure) and death. Section 6 of the IFU, ¿patient care and management¿, cautions that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This section also contains a subsection entitled ¿right heart failure¿ with additional information. No further information was provided. The manufacturer is closing the file on this event.